Event description:
Reporting status: serious injury - required intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the guide wire was passed through the struts of a previously placed stent. It was noted that the tip coils had a strange appearance on fluro; therefore, it was believed that the tip was separated. A snare was used to remove the guide wire from the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. There was no contrast visible. The entire length of the tip coils were stretched. The tip coils and shaping ribbon were broken. The proximal and distal end of the separate shaping ribbon were cork screwed. The distal end of the separated tip coils and shaping ribbon were returned with a snare. 8mm of the shaping ribbon was still intact with the tip ball. There was a kink in the core at the distal end of the proximal solder. There was no other damage noted to the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform their evaluation at the time of this report. Results and conclusions will be forwarded upon completion.